Event description:
It was reported that during preparation for a coronary stenting treatment procedure the 3.50 x 20mm liberte bare stent was unpacked and "it was found that the stent mesh was kinked." The procedure was successfully completed with another 3.50 x 20mm liberte bare stent. There were no pt complications. The pt status is reported as "stable".